Event description:
Event: care giver reported that the patient has been in and out of the hospital over the past month, first time was for cardiac ablation due to afib. Next was due to something with their pacemaker, third time is due to sepsis, they have been in the hospital for 10 days this time, reported the patient is very weak and can¿t move around on their own so they¿re going to a rehab facility. Freq: take 1 capsule by mouth daily. Prescriber contact information: (B)(6).